Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the right ventricular lead exhibited loss of capture and high impedance. The out of range measurements were confirmed through psa. The lead was capped and replaced successfully on (B)(6) 2016 without consequence to the patient. The patient was in good condition and would be followed normally.